Manufacturer narrative:
E1: address information was not able to be obtained, therefore, nj was used as a place holder. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the perforation was poor on the packaging. There was no report of patient impact. The following information was provided by the initial reporter: the whole batch of syringes we received were defective. They didn't have the perforation between the syringes necessary to separate them. They were not used and have been removed from our storage room.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the perforation was poor on the packaging. There was no report of patient impact. The following information was provided by the initial reporter: the whole batch of syringes we received were defective. They didn't have the perforation between the syringes necessary to separate them. They were not used and have been removed from our storage room.

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the strip of five syringes with the perforations missing between the syringe cavities. The condition observed is non-conforming per product specification. Potential root cause for the perforation missing defect is associated with the packaging process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.